Event description:
Logistics service facility recall coordinator (frc) was notified patient event (B)(4) (B)(6) 2015. Patient at (B)(6) was being administered scheduled dosage testosterone inj for treatment "male hypogonadism" when attending nurse observed "needle did not feel correct when going in as it felt as if it snagged on something". Treatment was completed no patient injury. Attending nurse notified her supervisor; party of attending nurse, nurse mgr, and 2 rn's as a group immediately gathered inspecting the needle under bright illumination. Inspecting group of nurses collectively agreed the needle's end; approx 3mm from needle's tip, bore a "barb" "abnormality" frc was assigned duty to perform f/u report including interview attending nurse, nurse mgr and logistics service and complete all related duties; one being this report. Frc will notify (B)(4) in this patient event. It is determined a defective medical device caused incorrect feeling by attending nurse when administering testosterone and confirmed after device examination. The examination revealed a "barb" "abnormality" approx 3mm from needle's tip end. The "barb" was described "hook like" and "linear" forming no geometric figure. After examination needle was properly discarded in sharps container and patient safety officer notified and reported patient event (B)(4). Other actions taken: #1: 03/17/2015 - frc assigned corporate-wide recall assignment for needle ref: (B)(4); lot: 4119187; #2: 03/20/2015 - (B)(4) needles "pulled" (B)(6) and quarantine frc's office to be returned (B)(4).; #3: 03/20/2015- frc submitted logistics update report patient safety event (B)(4).; #4: 03/20/2015 - submitting medwatch form 3500 both electronically and hard copy faxed 03/20/2015. Nurses inspecting the bd needle 23ga x 1" have a total of over 50 years experience patient care. Route: arm.